Event description:
Patient presented to the physician with swelling and pain at the neck incision site. Physician brought the patient into the or, opened the neck incision, and found that the stimulation lead was superficial. Physician flushed the neck incision with saline, tucked the stimulation lead, and closed the site. Patient returned to the physician for a post-operation follow-up appointment, where the issue was noted to have resolved.